Manufacturer narrative:
The analysis was performed on a cobas 6800 instrument (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within its intended use and specifications. The assay is designed for screening samples from donors and is not intended for monitoring viral loads in patients. The patient is most likely an elite suppressor, a condition where the viral load is suppressed without treatment, resulting in non-reactive nucleic acid test results while serology remains positive due to the presence of hiv antibodies. This aligns with the consistent non-reactive results observed across multiple roche nat assays, including the cobas mpx and cap/ctm assays. No product issue was identified; the assay functioned as intended. The device remains in use at the customer site.

Event description:
The initial reporter alleged a false non-reactive result when using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The patient was tested with the cobas mpx assay and was non-reactive for all targets. The patient had serology testing performed multiple times, which was reactive. Confirmatory testing with western blot was repeatedly positive. The patient has been tested with multiple roche nucleic acid testing (nat) assays, including the cobas mpx assay and cap/ctm assays, and all results have consistently been non-reactive for hiv rna. The patient has been tested since (B)(6) 2016. Hiv rna was not detected on the following dates: (B)(6) 2016, (B)(6) 2017, (B)(6) 2018, (B)(6) 2020, (B)(6) 2021. Serology results have consistently been positive after (B)(6) 2016. The cobas mpx assay was used in this instance for monitoring the patient. No donation, harm, or delay in treatment was alleged.